Event description:
It was reported that the 9800 system had a temp sensor failure error and the collimator would intermittently close down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the temp sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.